Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem "close door error thinks its upper sensor says insert blue key then tubing then errors about door" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the broken off upper link switch. The upper auxiliary required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of close door error during testing in the biomedical service department. There was no patient involvement. No additional information is available.